Event description:
Wheelchair pulls to one side, spins around and throws me from it, causing injury. I have contacted the business who provided the wheelchair but they refuse to replace the chair. FDA safety report ID# (B)(4).